Event description:
A pharmacist was compunding an IV antibiotic and was filling the device. There was a small hole in the plastic shell above the elastomeric part and a stream of solution started to squirt out of the device.